Event description:
Patient (pt) was scanned and 3/4ths of the way through the treatment delivery, a fault occurred causing the machine to stop delivering dose. The fault the linac (linear accelerator) displayed was a bgm mod fault and a bgm klystron fault. Our service engineer quickly came and read the faults, they were cleared, and we attempted to resume treatment unfortunately the faults returned. He then attempted and changed the klystron to no avail as the fault returned. The above mentioned pt was unable to complete the remainder of the treatment. The linac was down the rest of the day awaiting the arrival of ordered parts for installation on [date redacted] in the am hours. Out of the remaining pts, 2 pts went to [another facility] for their treatment, 4 pts received their rt (radiotherapy) treatments at [3rd facility]. We also had 2 pts that were offered to receive their rt treatments at either [of the two other facilities] and both refused and preferred to add a treatment to the end.